Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315) occurred, no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, incompatible scope error (e315) occurred. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (es135) and the image cut out. The issue occurred during sedation for a therapeutic colonoscopy polypectomy procedure. The intended procedure was completed with a back-up device. There were no reports of patient harm.